Event description:
Customer reported a malfunction alarm identified as code malf 12, which was not preceded by any notable events. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. The customer used multiple daily injections as a backup therapy and agreed to store and return the pump as instructed, while the customer technical support planned to replace the pump.